Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to pacing impedance high. During the revision procedure the physician was unable to visualize any physical damage issues with the lead. This lead was successfully replaced during a normal device replacement procedure. No additional adverse patient effects were reported.